Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported not receiving low glucose alarms with the freestyle libre link application (fsll app). The abbott diabetes care (adc) product quality engineering attempted to replicate the reported issue using a cellular device identical with the reported configuration of a xiaomi redmi note 8 pro with android version 10 operating system along with application software version 2.10.1.10406; it was found the configuration is not compatible with the fsll app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care (adc) website. As the compatibility guide is provided to the customer and the incompatible configurations were used by the customer, this complaint is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A glucose alarm alert issue was reported with the abbott diabetes care (adc) device using the freestyle librelink app (fsll app) with a xiaomi redmi note 8 pro with android version 10 operating system. It was reported by the customer, the low glucose alarm alert did not sound and therefore the customer was not alerted of urgent glucose level values. As a result, the customer experienced dizziness and was unable to self-treat due to their symptoms and subsequently had loss of consciousness resulting in a fall and hitting their head. The customer then presented to a medical facility where a healthcare professional (hcp) obtained a blood glucose level of 38 mg/dl from laboratory results and treated the customer with glucose intravenously for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.